Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose of 597 mg/dl which was treated with manual injections. It was also reported that the insulin pump alarmed power error detected where the back-up battery fails which was causing the high readings. It was noted that this is second power error detected alarm after troubleshooting the previous occurrence. The pump error was recurring. Troubleshooting for high blood glucose was completed but was unable to perform high pressure test as there is no tubing clamp available. The insulin pump will be replace and customer will return the product for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.